Event description:
The manufacturer was notified on (B)(6) 2014 about a mitroflow valve 12a25 explant after 4-5 years from the implant..

Manufacturer narrative:
The device history records review showed that the valve at the time of manufacturing and release met all the criteria needed for this valve.

Manufacturer narrative:
This mitroflow valve was explanted after 4 years and 7 months. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from leaflet tears. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). The collagen bundles were locally disrupted, defibrillated and homogenated. It is possible that the patient's clinical history and risk factors (such as hypertension) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on 21 august 2014 that a mitroflow aortic pericardial valve (model 12a, size 25, s/n (B)(4)) was explanted after 4.6 years due to severe stenosis.